Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the probe was already inserted into a handle. No contamination was observed on the probe or the handle. Electrical testing showed no reading (open circuit), falling outside the required 0.3 ohms specification. The device was connected to a nim system (1.0ma, 100 v threshold) and tested with a patient simulator; it failed to stimulate and produced no signal on the screen. Furthermore, x-ray analysis of the handle revealed that the copper wire was broken off/detached from the pin receptacle at the base. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-op that the device had device was checked during inspection, but it could not be stimulated, so it is a defective product. There was no patient involved.